Event description:
It was reported that the patient experienced low blood glucose during the night despite eating normal meals and treating lows with candy and sugars, and the spouse requested follow-up for further medical guidance. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.